Event description:
A series of total bilirubin tests were completed on the following dates: [dates redacted, over a 5 week span]. A falsely low value of <0.2 was reported from the instrument. When questioned, the lab completed a reanalysis of the samples with low values. The repeated values were often higher and in some instances critically high. The healthcare providers were notified of these erroneous results. The instrument vendor was also notified regarding these erroneous results.